Event description:
The customer observed false nonreactive alinity I syphilis results when compared to other methods for a 56-year-old male patient. The results were not reported out of the lab. The alinity I syphilis result was 0.24 s/co, repeated 0.23 s/co (reference range is <1.00). The test result using the maccura platform was 14.805 positive (unit: s/co, reference range is <1.00). The test result using the roche platform was 2.2 s/co positive (unit: s/co, reference range is <1.00). Tppa test was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends. Return testing was not completed as returns were not available. Labeling review concludes that the issue is adequately addressed. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent was identified.

Event description:
The customer observed false nonreactive alinity I syphilis results when compared to other methods for a 56-year-old male patient. The results were not reported out of the lab. The alinity I syphilis result was 0.24 s/co, repeated 0.23 s/co (reference range is <1.00). The test result using the maccura platform was 14.805 positive (unit: s/co, reference range is <1.00). The test result using the roche platform was 2.2 s/co positive (unit: s/co, reference range is <1.00). Tppa test was positive. No impact to patient management was reported.